Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when pre-flushing the catheter, the operator found that liquid leaks occurred at the site 2 cm from the valve at the proximal end of the catheter. No other information was provided. Additional information: it was reported the catheter was not used on the patient and there was no harm.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when pre-flushing the catheter, the operator found that liquid leaks occurred at the site 2 cm from the valve at the proximal end of the catheter. No other information was provided. Additional information: it was reported the catheter was not used on the patient and there was no harm.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported that when pre-flushing the catheter, the operator found that liquid leaks occurred at the site 2 cm from the valve at the proximal end of the catheter. No other information was provided.

Event description:
It was reported that when pre-flushing the catheter, the operator found that liquid leaks occurred at the site 2 cm from the valve at the proximal end of the catheter. No other information was provided. Additional information: it was reported the catheter was not used on the patient and there was no harm.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is confirmed and was determined to be use related. One 4 fr s/l groshong nxt clearvue catheter with its inlaid stylet was returned for evaluation. An initial visual evaluation revealed some use residues throughout the returned catheter. An observation of the returned video revealed the catheter to leak just proximal of the distal valve. The video showed someone flushing the catheter over its tray using a syringe. The catheter was visibly leaking in the video. A microscopic observation of the catheter revealed a small, circular hole just proximal of the distal valve of the catheter. The split was observed to be located just distal of the distal tip of the stylet. The catheter was subsequently split open to observe the inside surface of the split. No additional marks were observed on the inside of the catheter; however, the inside surface of the split had some impressions that appeared to come from the inside of the catheter to the outside of the catheter. Because of the location and shape of the observed split, the complaint of a leaking catheter is confirmed and is likely due to stylet damage. This complaint will be recorded for future trending and monitoring purposes.